Event description:
A peritoneal dialysis (pd) patient's wife reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient underwent outpatient (scheduled) inguinal hernia surgery on (B)(6) 2025. Following surgery, the patient was discharged home with an order to resume ccpd therapy on the evening of (B)(6) 2025. However, on (B)(6) 2025 the patient awoke complaining of severe abdominal pain, nausea, vomiting, and cramping. The patient was transported to the emergency room, and an evaluation of the patient¿s abdomen revealed the surgical site from the hernia repair was reddened and warm to the touch. It was determined the surgical site had become infected, and the patient was taken back to the operating room. While in surgery, the patient¿s pd catheter (not a fresenius product) was removed to allow the abdomen time to heal, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd for rrt on (B)(6) 2023. Currently the patient remains hospitalized while the surgeon monitors the surgical infection. It is unknown if the patient will return to pd therapy when the infection has cleared, as his advanced age was showing signs of cognitive decline. The pdrn stated the patient¿s liberty select cycler functioned appropriately; however, it is unknown when the hernia was formed.

Manufacturer narrative:
Additional information: d.9.,h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical check.. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed.system air leak test ¿ passed.there were no visual discrepancies encountered during the internal inspection.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's wife reported the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient underwent outpatient (scheduled) inguinal hernia surgery on (B)(6) 2025. Following surgery, the patient was discharged home with an order to resume ccpd therapy on the evening of (B)(6) 2025. However, on 16/sep/2025 the patient awoke complaining of severe abdominal pain, nausea, vomiting, and cramping. The patient was transported to the emergency room, and an evaluation of the patient¿s abdomen revealed the surgical site from the hernia repair was reddened and warm to the touch. It was determined the surgical site had become infected, and the patient was taken back to the operating room. While in surgery, the patient¿s pd catheter (not a fresenius product) was removed to allow the abdomen time to heal, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd for rrt on (B)(6) 2023. Currently the patient remains hospitalized while the surgeon monitors the surgical infection. It is unknown if the patient will return to pd therapy when the infection has cleared, as his advanced age was showing signs of cognitive decline. The pdrn stated the patient¿s liberty select cycler functioned appropriately; however, it is unknown when the hernia was formed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a inguinal hernia (required surgical intervention) and surgical incision infection (characterized by abdominal pain, cramping, site tenderness, redness, nausea, vomiting), which required hospitalization, pd catheter removal, transition to hd, and IV antibiotics. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction occurred; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation or exacerbation of the patient¿s inguinal hernia, as the date of its formation is unknown. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.